Manufacturer narrative:
(B)(4).

Event description:
Two pacific pta balloons, three in.pact pacific drug eluting balloons and one scuba stent were used during the previously reported revascularization of the right sfa which occurred approx 12 months post index procedure.

Event description:
Six devices in total were used during the previously reported revascularization which occurred 7 months post index procedure. Two medtronic pacific pta balloons, two non-medtronic deb and two non-medtronic stents. Investigator indicated the event was not related to the device but definitely related to the procedure.

Manufacturer narrative:
Results, conclusion: restenosis. (B)(4).

Manufacturer narrative:
Results, conclusions: stenosis. (B)(4).

Event description:
A complete se peripheral stent was used to treat the sfa artery of the right leg. Approximately 7 months post index procedure revascularization of the right sfa was performed due to stenosis. The event was related to the target lesion. Pta, deb and stenting was performed as treatment. Outcome is resolved.

Event description:
It is reported that the previously reported revascularization procedure which occurred approximately 7 months post index procedure involved the treatment of the right sfa and popliteal vessels.

Event description:
Approximately 12 months post index procedure the patient suffered restenosis of right sfa, pta is planned at a future date.

Event description:
Patient was treated with one pacific pta device and one in.pact pacific deb device as treatment for previously reported restenosis of right sfa. Revascularization took place approximately 12 months post index procedure. Event was resolved.

Event description:
It is reported that the patient suffered stenosis of the right sfa. No intervention was reported. The event is unresolved. The investigator assessed that the event was possibly related to the study device and procedure.

Manufacturer narrative:
Results, conclusions: restenosis. (B)(4).